Event description:
It was reported that this right ventricular (rv) lead was implanted at a different facility and subsequently migrated into the patient lung post implant, resulting in pneumothorax with associated cardiac effusion. Two days after implantation, the patient presented to the emergency department at the implanting facility, where the emergency physician assessed normal lead appearance and did not order device interrogation. During the one week clinic follow up, loss of rv capture was identified, prompting a repeat chest x ray revealing lead perforation through the ventricular wall into the lung. The implanting physician lacked cardiothoracic surgery backup, resulting in referral to another physician, where lead extraction and replacement with a non boston scientific lead were performed without difficulty or complications. Post extraction monitoring over two days demonstrated normal lead parameters. The clinical course included major complications consisting of shortness of breath, mild hypoxia with oxygen saturation in the upper 80s to low 90s until supplemental oxygen was provided, an additional emergency department visit two days post procedure, cardiac effusion not requiring pericardiocentesis, and extended hospital admission for monitoring after revision. No additional adverse patient effects were reported.